Event description:
According to the available information the catheter was removed by the nurse at the patient's home. The balloon was pierced even though the catheter had not yet been completely removed. The patient needed to be hospitalized and the catheter was removed at the hospital.

Manufacturer narrative:
According to the complaint description, the lot number is available but not the sample. After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 9019369. We received documentary investigation from our subcontractor: the probable root cause of this issue was a problem with balloon¿s raw material. Checking the quality databases revealed this type of defect is known and closely monitored. A similar case study based on item number ha61141002, defect "balloon burst", over last four years: no similar case was found. Unfortunately, no sample is available from the customer and we cannot go further than the documentary investigation. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.